Event description:
It was reported that the surgeon had difficulty tightening the expedium verse correction key during the spine procedure. When the surgeon tried to tighten it, the instrument slipped, making it impossible to tighten the correction key. However, when the correction key was replaced with a new one, the surgeon had no issues and was able to tighten it successfully. The procedure was successfully completed with no surgical delay. There were no complications or adverse effect.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the external threads of the verse correction key was heavily striped due to the implantation attempts. Additionally the head of the internal screw was deformed. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the verse correction key was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device product code: 199721000 lot number: 392482 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19 feb 2024 manufacturing site: jabil le locle if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.